Event description:
Customer reported that the insulin pump is malfunctioning. Customer stated that the insulin pump did not beep or vibrate. Customer stated that he had a low blood glucose of 85 mg/dl and the insulin pump did not alert him. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.